Event description:
During the tangent endoscopy portion of the procedure to explore the common bile duct and gallstone removal, the staff observed that the tip of the tangent endoscopy scope was broken upon extraction from the duct. Upon inspection the tip of the scope was broken and small piece or pieces were missing and found in the patient abdominal cavity.